Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effects of stenosis and thrombosis are listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported stenosis, thrombosis and pain, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, one 5.0x40 mm absolute pro stent was implanted in the proximal left superficial femoral artery. On (B)(6) 2025 the patient had livid discoloration and rest pain in the left foot. Revascularization via thrombectomy/thrombolysis, and angioplasty were performed in the index lesion on (B)(6) 2025, treating restenosis and thrombus. There was no adverse patient sequelae. The patient was discharged on (B)(6) 2025. No additional intervention was provided.